Event description:
Info received indicates, the brake is not holding tightly and the casters cannot be adjusted.

Manufacturer narrative:
The technician found the casters were worn from age. The technician replaced the casters, to repair the stretcher.